Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose level was 27mmol/l and at the time of call blood glucose value was 4.7mmol/l. Customer also reported that they received calibration not accepted alert and change sensor alert. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.